Manufacturer narrative:
Investigation summary: a photo was provided, for the 1st investigation child, the air in line issue. No photo or sample is available for this issue. The customer complaint of leak from the vent in the IV set could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a replicated failure investigation. A device history record review could not be performed because the lot number is unknown.

Event description:
Photo received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line the following information was received by the initial reporter with the following verbatim. It was reported by customer that following issues: about two weeks ago, she had a propofol infusion (1,000mg per 100ml in a glass bottle) that she had underestimated the vtbi to prevent air from getting into the tubing. She went in the patient room to hang a new bottle of propofol with a new IV set (bd alaris pump infusion set 2420-0007) and noticed that the device was not alarming, and air was noted in the IV tubing below the pump module. Nurse manager, (B)(6), was notified of the event and has the IV tubing in her office. (B)(6) thinks the nurse did not look at the correct location for the air when the event occurred after looking at the event tubing and location of air in the tubing. No patient harm reported. No other details provided. Propofol infusions sometimes leak out the vent on the IV set. No patient harm reported. No other details provided. When administering propofol infusions with the new primary IV tubing, bd alaris pump infusion set 2420-0007, sometimes there are issues with the drip chamber collapsing. No patient harm reported. No other details provided.